Event description:
Reporter indicated that after a diagnostic procedure in which the patient's device needed to be turned off, the medical professional ran diagnostics on the patient's device, and the device registered high impedance. Diagnostics were not run on the patient's device before the tests that were done, thus no conclusion could be made if the procedure could have caused the issue. All attempts for further information from the patient's treating physician were unsuccessful. Information suggests that the patient is to undergo a full revision surgery, but no date for that surgery is known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.